Event description:
It was reported that the patient's implantable cardiac monitor detected atrial fibrillation (af) inappropriately for sinus arrhythmia. No intervention was performed. The patient condition was not reported.